Manufacturer narrative:
Correction: disregard file, the serial number (B)(6), was referenced in manufacturer report number: 2016493-2020-49427.

Event description:
It was reported that (1) point of care unit keypad need to be replaced due to recall. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 22 point of care unit (pcu) keypads need to be replaced due recall. There was no reported patient involvement.